Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and failed. No data was provided for evaluation. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage check¿was performed and passed. A review of the share logs was performed and signal loss was not for serial number (B)(4) within the investigation window.¿ the allegation was undetermined. The probable cause could not be determined. The reported event of signal loss over 1 hour is reportable. No injury or medical intervention was reported.